Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the right ventricular (rv) lead left bundle branch (lbb) exhibited no capture and had dislodged and was hanging in the right ventricle. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.